Manufacturer narrative:
(B)(4).

Event description:
The patient stated he was having a return of symptoms (he did not seem to be peeing as much). The patient stated he had the device implanted to help with emptying his bladder. The patient takes a water pill and usually urinates 7-8 times but now he was only going 1-2 times. The patient was not feeling while therapy was on. It was noted that patient felt stimulation the correct location. The patient services walked patient through turning stimulation up from program 1 at 0.8 v to program 1 at 1.5 v and now felt it in the bike seat region. The patient tried switching to program 2, turned it up could feel it and wanted to try it there. The change of symptom /therapy was noted as gradual. The patient stated that his implantable neurostimulator (ins) used to be below his incision scar and now it has moved and it was above the scar. There was no fall/trauma that could be related to this issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.